Manufacturer narrative:
Age at time of event: 18 years or older. (B)(6).

Event description:
It was reported that a loss of rotation occurred. The target lesion was located in the restenosed innova stent within the superficial femoral artery (sfa). A 2.4mm jetstream xc atherectomy catheter selected for use. Atherectomy was performed using blades down mode on the jetstream device with a good result. Atherectomy in blade up mode was performed; however, the jetstream scratched the coating of the stent in a curvature point of the vessel. In the angiographic image, the physician noticed a little part of the stent is not as clear as before. The jetstream catheter became blocked and rotation stopped. The jetstream was removed over the guidewire by pressing the rex button repeatedly. A little fragment of the stent was found in the catheter. The procedure was completed with a percutaneous transluminal angioplasty (pta) catheter and a stent. There were no patient complications and the patient was in stable condition.

Manufacturer narrative:
A2 age at time of event: 18 years or older. E1: initial reporter phone (B)(6). Device evaluated by manufacturer: the 2.4mm jetstream xc atherectomy catheter was returned for analysis. The shaft and the remainder of the device were inspected for damage. Visual examination showed no damage on the device. The functionality of the device was checked by setting up the product per instructions for use. The device primed. The device was activated, and the blades spun as designed. The complaint was not confirmed for rotational issues.

Event description:
It was reported that a loss of rotation occurred. The target lesion was located in the restenosed innova stent within the superficial femoral artery (sfa). A 2.4mm jetstream xc atherectomy catheter selected for use. Atherectomy was performed using blades down mode on the jetstream device with a good result. Atherectomy in blade up mode was performed; however, the jetstream scratched the coating of the stent in a curvature point of the vessel. In the angiographic image, the physician noticed a little part of the stent is not as clear as before. The jetstream catheter became blocked and rotation stopped. The jetstream was removed over the guidewire by pressing the rex button repeatedly. A little fragment of the stent was found in the catheter. The procedure was completed with a percutaneous transluminal angioplasty (pta) catheter and a stent. There were no patient complications and the patient was in stable condition.